Event description:
The ablation catheter would not flush and an inner piece of the catheter broke off during prep. The catheter was removed and replaced with no harm to the patient. Manufacturer response for pulsed field ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).